Event description:
It was reported that a patient was suspected to have experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with unspecified antibiotic injections for suspected peritonitis. No further information regarding the actual diagnosis of peritonitis, hospitalizations, or the patient¿s outcome was reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.